Event description:
Towards the end of the surgical procedure a crack in the wrist of the is2000 endowrist prograsp instrument was noticed and pieces of the instrument wrist fell inside the pt. The instrument had been in use for a few minutes when the incident occured. It was reported the all fragmented pieces were retrieved with a laparoscopic grasper. The customer had difficulty removing the instrument from the cannula and as a result, had to break the instrument wrist to remove it. No pt harm, adverse outcome or injury was reported.